Event description:
As reported by the user facility: reason of complaint: microbubbles in the tubing during treatment. All connections were confirmed tightened.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample was provided for evaluation. The sample was visually evaluated, and no defects were observed. Luer taper test was performed on each of the luer tapers, with passing results. Thereafter, the sample was subjected to a functional leakage test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under-water. No leakage was identified during testing. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.